Manufacturer narrative:
The initial reporter indicated that the device is not available to be returned to bausch + lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the pt moved during lens insertion resulting in a capsule tear. The lens was removed, and another lens model was placed in sulcus. This event pertains to the pt's left eye. Additional info has been requested. Reference MDR # 2031924-2013-00126 for the intraocular lens.